Manufacturer narrative:
The device was returned to zoll (B)(4) for evaluation. The device performed to specification. The customer's report was isolated to a faulty multi-function cable. The customer was advised to replace the multi-function cable. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.